Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "registered nurse (rn) went to give patient (pt) piggyback antibiotic. The pump dumped the piggyback immediately and kept dumping it when the pump was paused and turned off. Normally the piggyback does not flow unless the pump is turned on and running. This one dumped completely into the primary bag overnight. Pump was never hooked up to patient, a different pump was obtained along with new medication and dose was safely delivered". There was patient involvement, but no patient harm. Through due diligence it was confirmed by the customer that this was device set up user error. The tubing was not connected correctly. The customer states this was not a device issue.

Manufacturer narrative:
Omit : concomitant med prod data, c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. . Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, "registered nurse (rn) went to give patient (pt) piggyback antibiotic. The pump dumped the piggyback immediately and kept dumping it when the pump was paused and turned off. Normally the piggyback does not flow unless the pump is turned on and running. This one dumped completely into the primary bag overnight. Pump was never hooked up to patient, a different pump was obtained along with new medication and dose was safely delivered". There was patient involvement, but no patient harm. Through due diligence it was confirmed by the customer that this was device set up user error. The tubing was not connected correctly. The customer states this was not a device issue.